Event description:
It was reported that the customer had a sensor glucose versus blood glucose anomaly on the insulin pump. The customer's blood glucose level was 132 mg/dl. The troubleshooting was performed. The customer was informed that the issue she maybe having with sensor glucose versus blood glucose would have due to site related issues. The customer will call back after uploading to carelink to see if we can gather additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.